Event description:
Customer reports a leaking smartsite while in use on a patient and with a fluid infusing. There is no report of patient harm at this time.

Manufacturer narrative:
Additional information provided. The customer¿s report of a leaking smart site was not confirmed. The returned set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Functional and pressure testing was performed and the set flowed freely without any leaks noted on the tubing. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.